Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting may have developed paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received an additional report that the patient was treated with coolsculpting to the flanks on (B)(6) 2016 and to the axillary puff (B)(6) 2016 using the coolcurve+ and presented with possible pah post treatment. It was further reported that the patient was treated with liposuction which "worsened treatment". Date or area of liposuction was not provided.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Additionally, patient received coolsculpting treatment to the axillary puff and flanks on (B)(6) 2016 using the coolcurve+ and presented with possible pah post treatment.

Event description:
Allergan aesthetics received additional information that the patient received coolsculpting treatment additionally to the chin, upper/mid/lower abdomen, inner thighs, bra line and back.

Manufacturer narrative:
Corrected data: d6a (the device is not implantable, there is no implant date).

Event description:
Allergan aesthetics received additional information that the patient received coolsculpting treatment additionally to the chin, upper/mid/lower abdomen, inner thighs, bra line and back.